Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, angina and stenosis are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional unk xience referenced is being filed under a separate medwatch report.

Event description:
It was reported that in (B)(6) 2016, the patient was implanted with three unknown xience rx stents in the distal, mid and proximal left anterior descending (lad) artery for treatment of a spontaneous dissection with an aneurysmal segment in the mid lad. Pre-dilatation was performed prior to placement of the stents and post-dilatation was performed after deployment of the stents. The stents were observed on intravascular ultrasound to be fully apposed to the vessel wall. The patient was placed on plavix and brilinta. On (B)(6) 2017, the patient presented to the hospital with symptoms of chest pain. Angiography revealed restenosis in the proximal and distal stents only. The mid stent at the aneurysmal segment was patent. An intraaortic balloon pump was placed; however, no treatment has been performed at this time. No additional information was provided.